Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. According to the info on the complaint form, the patient was sent to (B)(6) to have the device removed, in addition it is reported that there were no adverse effect just an inconvenience to the patient. An investigation was conducted (B)(4) 2014 based on the following requirements: actual root cause analysis could not be performed as the complaint sample was not available for evaluation. However, the potential root cause are as follows: mechanical obstruction of the inflation lumen due to crushing, clamping or prolonged kinking of the port leading to the balloon; crystallization of inappropriate fluids filing the balloon; extrinsic compression from iodine radium seeds implants; obstruction of the inflation channel by debris; manufacturing defect and deflation technique such as: improper syringe insertion technique. Syringe barrel not adequately/securely inserted into the valve orifice, thus, restricts/prevent deflation, and "force" instead of "natural drainage". Syringe plunger is user to aspirate/withdraw the water from the balloon which causes the inflation funnel to collapse, thus, restricts/prevent deflation. Under normal circumstances, the water is supposed to drain freely via an empty syringe barrel and not with the plunger fitted. Only the residual fluid removed via aspiration if it cannot be drained completely via the syringe barrel. No add'l info is expected.

Event description:
Info rec'd via complaint form is indicated as follows: patient was sent to the hospital to have the balloon removed due to difficulties deflating the foley balloon from the patient.